Manufacturer narrative:
The reported events were ¿the lead was extracted part of the outer insulation was compromised¿ and pocket stimulation. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood and tissue. The reported event of ¿the lead was extracted part of the outer insulation was compromised¿ was confirmed. Visual inspection noted the lead body insulation damage at 20.2 cm from the connector pin and cut at 25.0 cm from the connector pin consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies. The cause of the reported event was isolated to the procedural damage to the lead body insulation.

Event description:
It was reported that the patient experienced discomfort due to pocket stimulation delivered by their right ventricular (rv) lead. It was also discovered that the outer insulation of the rv lead had become compromised. The rv lead was explanted and replaced. The patient was stable.